Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Per management directive this complaint is being reassessed for MDR reportability. According to current MDR reporting guidelines the complaint does not meet the criteria for exemption since the device(s) being used are for a commercially approved product. This complaint remains not reportable for MDR/ this complaint is now reportable for MDR. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the dt study weekly clinical database ae 105; subject was initially hospitalized on (B)(6) 2015 for acute chronic cholecystitis. On (B)(6) 2015, wbc 20.7 k/ul (3.5-10.5) and temp 97.9f. On (B)(6) 2015, driveline site documented as clean, dry and intact in cardiac note but general surgery note states "purulence noted on lvad drive line dressing. I do not see anything on his CT to explain the apparent drive line infection." On (B)(6) 2015, ID note states: of note this am he had a lot of clear yellow discharge from driveline site. Cultures were negative. On (B)(6) 2015 cardiology note states: driveline with yellow/green, non-purulent drainage. Saturating numerous gauze pads per day. On (B)(6) 2015, cardiac note: afebrile, leukocytosis continues to downtrend, driveline drainage slowing down since initiation of abx (antibiotics), cultures ngtd (negative to date). On (B)(6) 2015, ID note states: no signs of active infection. Drainage noted until discharge but improving. Patient received 1g/day IV vancomycin (B)(6) 2015. Levofloxacin 500 mg po 10/10-(B)(6) 2015. Metronidazole 1500 mg po (B)(6) 2015. Piperacillin-tazobactam 3.375 g ivpb q8 (B)(6) 2015. On (B)(6) 2015, patient was discharge and wbc 5.7, temp 97.3. Subject had mild tenderness over region but no erythema noted. Patient was discharged.